Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported urge incontinence. Intervention included a reprogramming of the device and evaluation done of the neurostimulator on 2016-10-26. The patient was reprogrammed where the device was changed from 3 positive 1 negative at 210 pulsewidth at 1.9 volts amps to 0 positive 2 and 3 negative at 330 pulsewidth 1.1 volt amps on (B)(6) 2016. More programming was performed where it was reprogrammed to 1+, 2-, 3- at 1.1 on (B)(6) 2016. On (B)(6) 2016, the neurostimulator was reprogrammed from 1 positive 2 and 3 negative at 0.8 volt amps to 0 positive,1 and 2 negative at 1.2 volt amps with 330 pulsewidth. Lastly, botox was administered on (B)(6) 2017. The patient was on myrbetrig 50 mg with the neurostimulator and was having urge incontinent episodes. They reported that they were better with the 2 but not 100% on (B)(6) 2016. The event was related to the device or therapy and not related to the implant procedure. Specifically, it was reported to be due to programming. The patient had done very well since the botox injection in january. It was reported that they had complete control of urgency frequency. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.